Event description:
Test strips for one touch ultra glucose meter were the wrong ones. The meter is a plasma based meter and pt got whole blood test strips by mistake 2 months in a row from drug store. Further, the test strips were made in the UK even though the lifescan co is in california. Pt has contacted the lifescan co via phone & they don't understand how pt could have gotten them. Pt is concerned that the test strips might not only be wrong but phony as well. Lifescan has volunteered to replace the whole blood strips but pt is reporting this to prevent further problems.